Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
Customer called in reporting that her insulin pump is alarming button error. Customer's blood glucose level is 168 mg/dl. The device did not get wet, but it may have been exposed to sweat. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.